Manufacturer narrative:
Initial reporter address: (B)(6). Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked. The device was filled with 0.9% sodium chloride for a total volume of 200ml. This issue was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: device manufactured between march 20, 2019 to march 21, 2019. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it showed fluid inside a bag that contained the sample which suggested leak has occurred. The reported condition was verified. By the nature of the sample, no additional tests were performed. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.